Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resumed insulin, and changed the pump supplies and successfully resumed insulin therapy. No reported impact to the customer¿s blood glucose level.